Event description:
Covidien rec'd a report from an end user alleging the internal foam insulation disintegrating and possible inhalation of foam material. During the phone conversation with end user, it was identified that the device was in continuous use for approx ten yrs with no appropriate equipment maintenance.

Manufacturer narrative:
Customer refused to return the device for eval.